Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a certas plus valve was implanted then shortly afterwards, the valve migrated from the original implant position. The valve was implanted through a burr hole using an endoscope. Thirty minutes after the surgery, the x-ray photo was taken. Then the ventricular catheter and the valve itself were confirmed to have been moved from the original implant position. The catheter moved to the ventricle side and the clip anchor was in the cerebral parenchyma. The patient has medical history of brain tumor. There was possibility that blood and debris contaminated into the spinal fluid.

Manufacturer narrative:
UDI information (B)(4). Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.